Event description:
It was later reported that hig impedance was seen in tandem with this reported low output current. This low output is an expected event with high impedance present. Based on the images provided, the generator placement was determined to be normal and the feed through wires were intact. Pin insertion was unable to be determined due to angle at which the generator is positioned on the image. The lead was visualized in the chest and neck. Strain relief bend is present and is placed per labeling. The strain relief loop is not present. There was two visualized tie down present based on the provided image. A portion of the lead was routed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance is unknown based on the images provided. The visible portions of the device showed no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. It was then later reported that the rep had gone to the clinic in which a incomplete insertion issue was diagnosed. The impedance was corrected with pin insertion troubleshooting. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen with high impedance. X-rays were taken. Based on the x-rays received, the cause of the high impedance is unknown based on the images provided. The visible portions of the device showed no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.